Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received all buttons functioning properly no damage on the keypad assembly. No button error alarm. The insulin pump passed displacement test, operating currents, self-test and off no power test. No failed battery alarm noted. However, the insulin pump was received moisture damage at electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 265 mg/dl. The customer stated there were many different alarms going off on the pump, into a button error she could not clear. She stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.